Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with 400cc mentor memorygel breasts implant experienced right sided baker grade iii capsular contracture and left sided device migration post procedure. The capsular contracture was diagnosed through a visit to the physician¿s office. The left sided bottoming out of the implant required suture capsulorrhaphy. The right implant was exchanged with a new 400cc mentor memorygel breast implant. These procedures were performed on (B)(6) 2021. The right sided capsular contracture was reported initially under 1645337-2021-13733 on (B)(6) 2021. On (B)(6) 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.